Event description:
This is a spontaneous case report received from a consumer in united states on 08-aug-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2012. Consumer stated she had essure for 4 years, she had no problems the first year, but later it (essure) almost killed her because she developed an infection in both fallopian tubes, they could not figure out what was going on until they found out that both essure coils were perforated through to the uterus, left coil broke into pieces into the uterus, and there were some pieces in abdomen too, her fallopian tube was all infected. She was not sure why it was moving, not sure why it had perforated, it was not in the fallopian tubes where it was supposed to be without moving, she was not able to keep her fallopian tubes since they were all infected and they had to remove it. According to her there is no chance for in vitro fertilization too. She declined to provide essure inserting physician's name and contact information and did not wish to provide any further information. Quality safety evaluation received on 30-aug-2016: (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function, if all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment:this non-medically confirmed spontaneous case report refers to a female consumer who had essure inserted and after the first year, she had an infection in both fallopian tubes, both essure coils had perforated through uterus. The left coil was broken into pieces into the uterus and some pieces in abdomen. Due to infection, the fallopian tubes had to be removed. Uterine perforation, salpingitis infection and device breakage are listed in the reference safety information for essure. Although the exact date and mechanism of perforation is unknown, given the nature of this event, a causal relationship with essure cannot be excluded. Given the nature of device breakage, a causal relationship with essure cannot be excluded either. Although essure system is sterile, pathogens from upper genital tract may adhere to essure insert at any time during essure therapy. Therefore, even though the infection in fallopian tubes did not occur in the first year of essure use, a contributory role of essure device in the onset of this event cannot be excluded. This case is regarded as incident due to required intervention. A product technical complaint analysis is being sought. The reporter denied providing further information.

Manufacturer narrative:
Quality safety evaluation received on 30-aug-2016: ptc global number (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure inserted and after the first year, she had an infection in both fallopian tubes, both essure coils had perforated through uterus. The left coil was broken into pieces into the uterus and some pieces in abdomen. Due to infection, the fallopian tubes had to be removed. Uterine perforation and salpingitis infection are listed in the reference safety information for essure; device breakage is considered anticipated according to the product technical analysis. Although the exact date and mechanism of perforation is unknown, given the nature of this event, a causal relationship with essure cannot be excluded. Given the nature of device breakage, a causal relationship with essure cannot be excluded either. Although essure system is sterile, pathogens from upper genital tract may adhere to essure insert at any time during essure therapy. Therefore, even though the infection in fallopian tubes did not occur in the first year of essure use, a contributory role of essure device in the onset of this event cannot be excluded. This case is regarded as incident due to required intervention. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. The reporter denied providing further information.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.